Event description:
Pt reported that back to back tests perfomed on pt's surestep meter were 313, 358, 371, 370 and 407 mg/dl (26% difference). The pt stated that the meter is not cleaned according to MFR's product recommendations. Control solution test result (128) was in range. No symptoms were reported. There was no allegation of harm.